Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the customer noticed cracks in the insulin pump when she got out of the pool after swimming. There was no damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.